Event description:
Complaint alleged that pt can place nurse call, but attendants response not heard in expected location. No injury alleged.

Manufacturer narrative:
Technician found the bed in (B)(6). Isolated the problem to loose pins in communication cable db connector, damaged by abnormal usage. Installed cable saver and repaired pins to resolve this issue.